Manufacturer narrative:
(B)(4): evaluation: results: evaluation of the returned product fond that the alarm has corrosion on the rj-11 pins and the battery door contact. There is corrosion and battery acid leakage on the battery springs which are bent. There is rust on the screws that are holding the alarm case together. The alarm does power on. Note: the instructions for use has a warning statement: do not mix old and new batteries or battery brands. This may cause rupture or leakage and damage alarm. (B)(4).

Event description:
The customer reported that the alarm has no power and may be missing the battery contacts. The customer reported that there was no signs of corrosion, battery acid leakage detected or cracks on the case. There was no pt injury reported. Inspection of the returned product found that there is corrosion on the rj-11 pins and on the battery door contacts. There is corrosion and battery springs which are bent.